Event description:
On (B)(6) 2009, the pt underwent a procedure using a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. A gore introducer sheath with silicone pinch valve was inserted from the left femoral artery and then two tag devices were implanted through the sheath. The implantation was successful. When the physician pulled the sheath back, the left iliac artery was ruptured. The physician repaired the rupture using two gore excluder aaa endoprostheses. They were placed in the left common iliac artery to the left external iliac artery. The rupture was treated and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork is being conducted.